Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience of no communication was verified in the laboratory. The no communication was caused by a depleted battery. Bench testing indicated that the device was drawing high current. Arc damage was found on the hybrid circuitry. The root cause of the arcing could not be determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine visit. It was noted that the ICD could not be interrogated. Surface egm showed absence of pacing. The device was explanted.